Manufacturer narrative:
A DHR review was unable to be conducted as the lot number is unknown. The reported issue was addressed with manual compression and the patient received a blood transfusion. The device was not returned for physical investigation. While the device was not returned for physical investigation. Hematoma is a complication which may be related to the endovascular procedure or the vascular closure procedure. Hemostasis was initially reportedly achieved with the vascade vcs. Additional pressure was successfully applied post procedure to reduce a hematoma.

Event description:
The vascade device was selected for closure and inserted into the sheath. The disc was deployed, temporary hemostasis was achieved and the sheath was removed. The key was inserted into the lock/grip and the black sleeve was retracted to expose the collagen. The collagen was stripped off the device and the device was removed. Final hemostasis was achieved with the device. While in the procedural room, the patient was observed to have a large hematoma on the artery. The location of the hematoma was the medial portion of their leg and down towards their knee. The hematoma was treated with additional pressure and a blood transfusion. After treatment patient was discharged.